Manufacturer narrative:
Correction to blocks b2, b5 and h6. Block b3 date of event: date of event was approximated to (B)(6) 2020, the date the sling was implanted, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). The revision surgeon is: dr. (B)(6). Block h6: patient codes e2330, e0123, e1002, e1310, and e2326 capture the reportable events of pain (left hip pain, left leg pain), nerve damage (pain exacerbated by movement and walking), abdominal pain (left flank pain), urinary tract infection, and inflammation (moderately inflamed retroperitoneum around the mesh), respectively. Impact codes f1905, f19, f08, f2303, and f2203 capture the reportable events of device revision or replacement (laparoscopic mesh excision), surgical intervention (uncomplicated diagnostic laparoscopy, pelvic washout), hospitalization or prolonged hospitalization, medication required and imaging required (magnetic resonance imaging). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that an upsylon y-mesh and an advantage fit system were implanted during a hysterectomy, supracervical, laparoscopic bilateral salpingo-oophorectomy, sacral colpopexy, bladder sling surgery, perineorrhaphy, vaginal repair, and rigid cystoscopy procedure performed on (B)(6) 2020, for the treatment of stage IV pelvic organ prolapse, urinary retention, and occult stress urinary incontinence. The patient stated that she was feeling well after her procedure up until about 2 months ago, when she began having daily left hip pain. She also noted that at night she had a separate pain in her left leg that felt like a leg cramp. The pain was exacerbated by movement and walking and alleviated somewhat by gabapentin and motrin. She has been ambulating with a cane lately due to her discomfort. Moreover, she has been taking tylenol and gabapentin around the clock with some improvement in her symptoms. She was seen on (B)(6) 2020, at urgent care with left flank pain, dysuria, urinary frequency, and urgency with a urine dipstick test result of positive and a urine culture returned with 9000 mixed gram-positive bacteria. Furthermore, she started a 5-day course of macrobid which she was still taking. In addition, the patient underwent magnetic resonance imaging (MRI) on (B)(6) 2020, and it was found that there was an acute discitis-osteomyelitis at l5-s1 with frank fluid collection within the l5-s1 disc space that extended continuously into a loculated 3.1cm in diameter fluid collection in the pelvis, which was most consistent with an abscess. On (B)(6) 2020, the patient was admitted for pain management, diagnostic workup, and treatment. On (B)(6) 2020, the patient underwent an interventional radiology (ir) imaging-guided biopsy of the bone and adjacent abscess, which were cultured without speciation or growth. After her biopsy, she was started on empiric vancomycin and ertapenem. On (B)(6) 2020, vancomycin was switched to daptomycin for ease of dosing. Her pain continued to improve during her admission after the start of scheduled oral pain medications and IV antibiotics. On (B)(6) 2020, the patient underwent an uncomplicated diagnostic laparoscopy, laparoscopic mesh excision, and pelvic washout. She was diagnosed with osteomyelitis (l5-s1), mesh complications, and post-operative anemia. Examination under anesthesia showed external genitalia, bartholin's glands, urethra, and skene's glands (egbus) within normal limits; a normal vagina and cervix with trace blood at the cervix; no evidence of mesh exposure or suture on thorough inspection of the vaginal epithelium. Furthermore, there was no evidence of injury upon entry. The patient's vagina was continuous with retroperitoneal tissue bridge up to the sacrum. Upon dissection into the retroperitoneum around the mesh, it was observed to be moderately inflamed and purulent tissue surrounding the path of the mesh. Otherwise, with a normal pelvis, a uterus surgically absent, and no purulence within the peritoneal cavity, the patient's bowels were normal throughout. The appendix was grossly normal, adherent to the adjacent bowel. The mesh was sent for culture and grew proteus. The use of daptomycin was discontinued and the patient was continued with ertapenem to complete a course of 6 weeks after her surgery. Moreover, the patient's postoperative pain was well controlled with ketorolac, hydromorphone, tylenol, and gabapentin, and she was discharged with tylenol, ibuprofen, and gabapentin. As for the patient's blood loss, it was estimated to amount to 200 ml with a postoperative hematocrit of 7.3. The patient was noted to have post-operative anemia. Additionally, a foley catheter was inserted just prior to surgery. The patient had good urinary output throughout her hospital stay. The foley catheter was discontinued on postoperative day 1. The patient passed the voiding trial and voided spontaneously without difficulty for the remainder of her hospital stay. She was given a regular diet following her surgery. She passed flatus on postoperative day 1, and she was tolerating a regular diet on the day of her discharge. The patient was to return daily for 6 weeks for IV ertapenem until (B)(6) 2020. She was also scheduled for a repeat MRI on (B)(6) 2020. The patient will follow-up with her physician at her postoperative appointment to discuss future treatment plans.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that an upsylon y-mesh and an advantage fit system were implanted during a hysterectomy, supracervical, laparoscopic bilateral salpingo-oophorectomy, sacral colpopexy, bladder sling surgery, perineorraphy, vaginal repair, and rigid cystoscopy procedure performed on (B)(6) 2020, for the treatment of stage IV pelvic organ prolapse, urinary retention, and occult stress urinary incontinence. The patient stated that she was feeling well after her procedure up until about 2 months ago, when she began having daily left hip pain. She also noted that at night she had a separate pain in her left leg that felt like a leg cramp. The pain was exacerbated by movement and walking and alleviated somewhat by gabapentin and motrin. She has been ambulating with a cane lately due to her discomfort. Moreover, she has been taking tylenol and gabapentin around the clock with some improvement in her symptoms. She was recently seen on (B)(6) 2020, at urgent care with left flank pain, dysuria, urinary frequency, and urgency with a urine dipstick test result of positive for urine culture returned with 9000 mixed gram-positive bacteria. Furthermore, she started a 5-day course of macrobid which she is still taking now. The patient was admitted for pain management, diagnostic workup, and treatment. In addition, the patient underwent magnetic resonance imaging (MRI), and it was found that there was an acute discitis-osteomyelitis at l5-s1 with frank fluid collection within the l5-s1 disc space that extended continuously into a loculated 3.1cm in diameter fluid collection in the pelvic, which was most consistent with an abscess. On (B)(6) 2020, the patient underwent an interventional radiology (ir) imaging-guided biopsy of the bone and adjacent abscess, which were cultured without speciation or growth. After her biopsy, she was started on empiric vancomycin and ertapenem. On (B)(6) 2020, vancomycin was switched to daptomycin for ease of dosing. Her pain continued to improve during her admission after the start of scheduled oral pain medications and IV antibiotics. On (B)(6) 2020, the patient underwent an uncomplicated diagnostic laparoscopy, laparoscopic mesh excision, and pelvic washout. She was diagnosed with osteomyelitis (l5-s1), mesh complications, and post-operative anemia. Examination under anesthesia showed external genitalia, bartholin's glands, urethra, and skene's glands (egbus) within normal limits; a normal vagina and cervix with trace blood at the cervix; no evidence of mesh exposure or suture on thorough inspection of the vaginal epithelium. Furthermore, there was no evidence of injury upon entry. The patient's vagina was continuous with retroperitoneal tissue bridge up to the sacrum. Upon dissection into the retroperitoneum around the mesh, it was observed to be moderately inflamed and purulent tissue surrounding the path of the mesh. Otherwise, with a normal pelvis, a uterus surgically absent, and no purulence within the peritoneal cavity, the patient's bowels were normal throughout. The appendix was grossly normal, adherent to the adjacent bowel. The mesh was sent for culture and grew proteus. The use of daptomycin was discontinued and the patient was continued with ertapenam to complete a course of 6 weeks after her surgery. Moreover, the patient's postoperative pain was well controlled with ketorolac, hydromorphone, tylenol, and gabapentin, and she was discharged with tylenol, ibuprofen, and gabapentin. As for the patient's blood loss, it was estimated to amount to 200 ml with a postoperative hematocrit of 7.3. The patient was noted to have post-operative anemia. Additionally, a foley catheter was inserted just prior to surgery. The patient had good urinary output throughout her hospital stay. The foley catheter was discontinued on postoperative day 1. The patient passed the voiding trial and voided spontaneously without difficulty for the remainder of her hospital stay. She was given a regular diet following her surgery. She passed flatus on postoperative day 1, and she was tolerating a regular diet on the day of her discharge. The patient will follow-up with her physician at her postoperative appointment to discuss future treatment plans.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020, the date the sling was implanted, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial report: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). The revision surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Blocks a4, b2, b5, b6, b7, and h6: patient codes and impact codes have been updated based on the additional information received on july 25, 2023. Block b3 date of event: date of event was approximated to (B)(6) 2020, the date the sling was implanted, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). The revision surgeon is: dr. (B)(6). Block h6: patient codes e2330, e0123, e1002, e1310, e2326, e1906, and e2338 capture the reportable events of pain (left hip pain, left leg pain), nerve damage (pain exacerbated by movement and walking), abdominal pain (left flank pain), urinary tract infection, and inflammation (moderately inflamed retroperitoneum around the mesh), mesh infection, and edema. Impact codes f1905, f19, f08, f2303, f2203 and f1202 capture the reportable events of device revision or replacement (laparoscopic mesh excision), surgical intervention (uncomplicated diagnostic laparoscopy, pelvic washout), hospitalization or prolonged hospitalization, medication required and imaging required (magnetic resonance imaging), and unable to work due to her medical condition. Correction: section e: initial reporter has been corrected.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that an upsylon y-mesh and an advantage fit system were implanted during a hysterectomy, supracervical, laparoscopic bilateral salpingo-oophorectomy, sacral colpopexy, bladder sling surgery, perineorrhaphy, vaginal repair, and rigid cystoscopy procedure performed on (B)(6) 2020, for the treatment of stage IV pelvic organ prolapse, urinary retention, and occult stress urinary incontinence. At her hospital admission on (B)(6) 2020, the patient stated that she was feeling well after her procedure up until about 2 months ago, when she began having daily left hip pain. She also noted that at night she had a separate pain in her left leg that felt like a leg cramp. The pain was exacerbated by movement and walking and alleviated somewhat by gabapentin and motrin. She has been ambulating with a cane lately due to her discomfort. Moreover, she has been taking tylenol and gabapentin around the clock with some improvement in her symptoms. She was seen on (B)(6) 2020, at urgent care with left flank pain, dysuria, urinary frequency, and urgency with a urine dipstick test result of positive and a urine culture returned with 9000 mixed gram-positive bacteria. Furthermore, she started a 5-day course of macrobid which she was still taking. In addition, the patient underwent magnetic resonance imaging (MRI) on (B)(6) 2020, and it was found that there was an acute discitis-osteomyelitis at l5-s1 with frank fluid collection within the l5-s1 disc space that extended continuously into a loculated 3.1cm in diameter fluid collection in the pelvis, which was most consistent with an abscess. On (B)(6) 2020, the patient was admitted for pain management, diagnostic workup, and treatment. On (B)(6) 2020, the patient underwent an interventional radiology (ir) imaging-guided biopsy of the bone and adjacent abscess, which were cultured without speciation or growth. After her biopsy, she was started on empiric vancomycin and ertapenem. On (B)(6) 2020, vancomycin was switched to daptomycin for ease of dosing. Her pain continued to improve during her admission after the start of scheduled oral pain medications and IV antibiotics. On (B)(6) 2020, the patient underwent an uncomplicated diagnostic laparoscopy, laparoscopic mesh excision, and pelvic washout. She was diagnosed with osteomyelitis (l5-s1), mesh complications, and post-operative anemia. Examination under anesthesia showed external genitalia, bartholin's glands, urethra, and skene's glands (egbus) within normal limits; a normal vagina and cervix with trace blood at the cervix; no evidence of mesh exposure or suture on thorough inspection of the vaginal epithelium. Furthermore, there was no evidence of injury upon entry. The patient's vagina was continuous with retroperitoneal tissue bridge up to the sacrum. Upon dissection into the retroperitoneum around the mesh, it was observed to be moderately inflamed and purulent tissue surrounding the path of the mesh. Otherwise, with a normal pelvis, a uterus surgically absent, and no purulence within the peritoneal cavity, the patient's bowels were normal throughout. The appendix was grossly normal, adherent to the adjacent bowel. The mesh was sent for culture and grew proteus. The use of daptomycin was discontinued and the patient was continued with ertapenem to complete a course of 6 weeks after her surgery. Moreover, the patient's postoperative pain was well controlled with ketorolac, hydromorphone, tylenol, and gabapentin, and she was discharged with tylenol, ibuprofen, and gabapentin. As for the patient's blood loss, it was estimated to amount to 200 ml with a postoperative hematocrit of 7.3. The patient was noted to have post-operative anemia. Additionally, a foley catheter was inserted just prior to surgery. The patient had good urinary output throughout her hospital stay. The foley catheter was discontinued on postoperative day 1. The patient passed the voiding trial and voided spontaneously without difficulty for the remainder of her hospital stay. She was given a regular diet following her surgery. She passed flatus on postoperative day 1, and she was tolerating a regular diet on the day of her discharge. The patient was to return daily for 6 weeks for IV ertapenem until (B)(6) 2020. She was also scheduled for a repeat MRI on (B)(6) 2020. The patient will follow-up with her physician at her postoperative appointment to discuss future treatment plans. ---additional information received on july 25, 2023: the findings/assessment of the pelvic MRI on (B)(6) 2020, found that there was an abnormal enhancement and edema which extended from the cervix along the vagina into the perineal soft tissues. The patient's dysuria and vaginal bleeding was likely in the setting of her mesh infection rather than a uti. Nitrofurantoin can be discontinued. Overnight reported an uncomfortable hardening or discomfort in left lower quadrant, felt constipated and was taking miralax but no bowel movement yet, and patient reported to have flatus. Pain has significantly improved. Still having some hip pain, but overall has improved mobility. She was still having some abdominal discomfort post-operatively and ongoing small vaginal bleeding. The patient also needed assistance with disability paperwork as she was unable to work due to her medical condition. During a telephone encounter on (B)(6) 2020, the patient's MRI was reviewed and given continued soft tissue inflammation, it was a concern that there was an ongoing infection. The patient was prescribed a total of four weeks of levofloxacin. After these four weeks, the patient should get a repeat MRI. Radiology also noted hardware artifact on the MRI that was done after mesh removal, and they recommended CT pelvis non-con for further evaluation. Given that she had elevated lft, liver function test on the ertapenem, labs will be repeated. Clinical notes on (B)(6) 2021, reported that the patient had MRI on (B)(6) 2020, that unfortunately showed residual apparent tissue-based signal concerning for infection. It raised the possibility of a retained metallic fragment, so a pelvic CT was ordered to better image this. This was done on (B)(6) 2021, report indicated fragment was not seen but in a review with radiology on telephone, fragment was noted. The patient was clinically well, pain was low or minimal, and she has been tolerating levofloxacin well and with 100 percent adherence. Plan: 1. Mesh infection: will extend po levofloxacin until upcoming repeat MRI on (B)(6) 2021 - gauge resolution from the scan. Will get labs in clinic to monitor levofloxacin. 2. Retained metallic fragment possibility: a) neuroradiology will review case and will reach out to patient b) we will email them and neurosurgery to see if a neurosurgery appt can be given for discussion of implications, potential interventions and pros/cons of leaving it in vs removing it. Neuroradiologists reviewed imaging and stated that there might be a metallic fragment after all. They thought it could be consistent with a needle tip. An appointment with the patient has been arranged and neurosurgery for informational purposes to discuss with the patient regarding the presence of the metallic fragment. - patient endorsing persistent l sacral pain but improved with gabapentin and apap, acetaminophen. - no fevers/chills, endorsing rare bilateral ovary pain - last levofloxacin pill today, has not had issues taking it - repeat MRI lumbar spine with and without contrast rescheduled earlier for (B)(6). Review of systems: positive for abdominal pain and back pain. Since (B)(6) 2021, the patient has been having severe worsening pain especially when laying flat causing her to cry, making mobility after laying down difficult, and having trouble getting up and walking to a commode. In (B)(6) 2021, the infection was resolved, and antibiotics were discontinued. It was also reported that the retained metallic fragment was not a concern as it was too small and embedded.